Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the patient anatomy was cut off in the scan making it difficult to register and there was not much space available to gather posterior points.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, while attempting to register the patient, the site was unable to achieve a successful registration after several attempts. The site reported that they had tried tracer and three-point tracer. They stated that the registration points were not showing up on the patient's right side. Technical services (ts) had them open the emitter tracking window and navigate to the right side to see if the system was picking up the probe on that side, which it was. Ts tried to walk the surgeon through one more three-point trace, but that failed. Walked the site through a point merge and got a passing registration of 2.5. When navigating to known anatomical landmarks, the surgeon felt that the system was off by a "couple" mm posterior. It was reported that the scan was missing the top of the head and the ears of the patient, so the site collected six points merge points. The inner and outer canthus of both eyes, tip of the nose, and the nasion were used. There was no other distinct anatomy that they could use to gather more posterior information. The surgeon decided to proceed with the case without the use of navigation. Surgical time was extended by more than one hour and there was no reported patient impact.